Event description:
The hcp reported a loss of therapeutic effect since the second side was implanted in 2006. The hcp stated the patient has fallen several times, once requiring stitches around the head and eye area. The manufacturer recommended an x-ray of the lead/extension area and the neurostimulator/extension area. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report # 3004209178-2007-04418.